Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve in a patient with a history of atrial fibrillation on anticoagulation medication, the patient went off of anticoagulation for the transcatheter valve implant procedure. Following the implant procedure, atrial fibrillation was observed and the patient developed stroke like symptoms. A stroke code was called and the patient was confirmed to have had a stroke on the same day as the implant procedure. The patient went through rehabilitation for word retrieval difficulty, aphasia, and visual impairment. A post-operative echocardiogram was performed that "looked good" and and the patient's resting heart rate was below 50 beats per minute (bpm).